Event description:
A remstar auto a-flex device was returned to a third-party service center related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices with no initial alleged complaint. During the evaluation of the device, the service technician observed a burnt power connector. Additionally, the service technician also noted error code 53: err_comp_log_sem_timeout was present. No evidence of foam particles was found in the assembly. Unit has dust contamination. The device was repaired by the service center after the evaluation was completed.